Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusions occurred. It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 260-600 mg/dl. Cause was due to occlusions interrupting therapy. Manual injection was administered to address bg. Customer reverted to an alternate method of insulin therapy.